Event description:
It was reported that during the procedure, after pre-dilating the lesion with an unspecified 1.5x12 balloon inflated to 12 atmospheres, a 2.75x15 rx vision stent delivery system (sds) was advanced via radial access to a moderately calcified, 90% stenosed, de novo lesion in the moderately tortuous mid right coronary artery without resistance. After deploying the rx vision stent at 12 atmospheres, a distal edge dissection was noted. The rx vision sds was withdrawn from the anatomy without resistance. The dissection was successfully treated via placement of another 2.75x15 vision stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.